Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the sensing and therapy electrodes. Patient described the rash as red, bumpy, itchy and burns. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician advised to clean the area with rubbing alcohol. Follow up indicated that the skin irritation is improving.